Manufacturer narrative:
Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages observed on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (10125). Smartablate generator (model# m-4900-07 serial# (B)(4)). Soundstar catheter (model# m-5723-17 serial# (B)(4)). Baylis transseptal needle. St. Jude medical agilis 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention (thoracotomy). During the ablation phase, a steam pop occurred and the patient became hypotensive. Tamponade was confirmed via echocardiography and fluoroscopy. A pericardiocentesis was performed and yielded 2 liters of fluid. Thoracotomy was also performed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. On post-procedure day one, the patient¿s outcome was improved, as they were awake and able to sit up. Medical history includes atrial fibrillation, although the patient was in sinus rhythm prior to the procedure. It was noted that the patient¿s anatomy seemed to be within normal limits. Factors cited that may have contributed to the adverse event include that the patient¿s respirations seemed to be causing instability of the catheter. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop from the catheter. Transseptal puncture was performed with a baylis transseptal needle. Sheath in use was a st. Jude medical agilis 8.5 french. Generator parameters at the time of injury included power control mode with default thermocool cutoff values. Generator settings included power at 40 watts (not titrated), temperature less than 40°c, and impedance ranging from 109-120 ohms with an impedance spike of 156 ohms when the steam pop occurred. Overall ablation time at the site of injury was 10-20 seconds. Length of the ablation cycle when the pop was observed at the same tip position was 10-20 seconds. Last ablation site prior to noticing the injury was the left atrial ridge adjacent to the left inferior pulmonary vein. Irrigated catheter flow was set at 30 ml/min.